Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured during inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.